Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a ¿no cassette¿ alarm occurred during pump setup four hours earlier. The cassette was replaced and installed on another pump, where no alarm occurred. The event involved a patient; however, no patient harm or adverse event was reported.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.